Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. On an unreported date, the patient began treatment with reflin 500mg (frequency, duration and route not reported) and injection fortum 500mg (frequency, duration and route not reported) for peritonitis. At the time of this report the patient outcome of this peritonitis event was not reported. The action taken with dianeal therapy was not reported. Additional information was unable to be obtained.